Manufacturer narrative:
The device was returned to olympus for evaluation (for any possible damage). Since the clip was not returned and the event occurred during the procedure, the evaluation could not confirm the user report. However, the evaluation found a leak between the biopsy control knobs, a big dent around the biopsy port, a crack on the outer body lens, and a chip on the light guide lens. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported an old clip came out of the evis exera iii colonovideoscope during a procedure. Per the customer, the clip was lodged in the biopsy channel and the channel may be damaged. There was no patient harm or impact to patient care reported for this event.

Manufacturer narrative:
Additional information was received from the customer.

Event description:
Additional information was provided by the customer on 07jul2021. The scope was able to be used for the remainder of the procedure as the clip became dislodged near the end of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, correct the initial reporter's position, and provide the results of the manufacturer's investigation. The customer provided additional information on 23sep2021. The following fields were updated. It was previously reported the initial reporter was not a healthcare professional. However, the initial reporter is a registered nurse. The following fields were corrected. As part of the manufacturer's investigation, a review of the device history record (DHR), a review of the complaint device instructions for use (IFU), and a review of sample clip ifus were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause is the clip was accidentally suctioned during the procedure while its jaw was open, and became stuck in the biopsy channel. The IFU of the complaint device includes the following warning against suctioning solid material, including a clip: "if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." The IFU of the complaint device contains the following statements that may help detect an object in the biopsy channel: " inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." The subject clip model was not identified. However, the IFU of an olympus clip (hx series) and the IFU of a boston scientific resolution clip were reviewed. The IFU of the olympus clip (hx series) warns the possibility of a clip being stuck inside biopsy channel in case a clip is suctioned by a scope, and states how to remove: "when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41." The IFU of the boston scientific resolution clip contains the following statement regarding retrieving an unsheathed clip via the biopsy channel: "caution :do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. " olympus will continue to monitor for similar complaints.

Event description:
Additional information was provided by the customer on 23sep2021. The procedure was a colonoscopy.